Event description:
On (B)(6), 2004, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder bifurcated endoprosthesis. The pt tolerated the procedure with no evidence of endoleak. On (B)(6), 2011, the pt underwent treatment for aneurysm enlargement and a suspected distal type I endoleak. An aorto uni-iliac procedure was performed. The pt tolerated procedure. There was no type I endoleak visible. It was reported that the pt was appropriately sized for the devices.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysms. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The excluder bifurcated endoprosthesis, instructions for use (IFU) specifies: adverse events which may require intervention include, but are not limited to endoleak, continued aneurysm enlargement.